Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm 4cm .018 saber percutaneous transluminal angioplasty (pta) balloon ruptured during inflation. The product was removed intact from the patient. The procedure was completed using a new 6mm x 4cm .018 saber pta balloon. There was not reported injury to the patient. The product was stored properly according to the instructions for use (IFU) and there were no difficulties in removing it from the hoop, protective balloon cover, stylet, or any sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU and maintained negative pressure during prep. The intended procedure was for the superficial femoral artery (sfa), with the lesion being moderately calcified and the vessel showing little tortuosity. The device was not used for a chronic total occlusion (cto), there was no resistance or friction while inserting the balloon through the rotating hemostatic valve or guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not in an acute bend, and the balloon catheter did not kink. A 50/50 contrast to saline ratio was used. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the 6mm 4cm .018 saber percutaneous transluminal angioplasty (pta) balloon ruptured during inflation. The product was removed intact from the patient. The procedure was completed using a new 6mm x 4cm .018 saber pta balloon. There was not reported injury to the patient. The product was stored properly according to the instructions for use (IFU) and there were no difficulties in removing it from the hoop, protective balloon cover, stylet, or any sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU and maintained negative pressure during prep. The intended procedure was for the superficial femoral artery (sfa), with the lesion being moderately calcified and the vessel showing little tortuosity. The device was not used for a chronic total occlusion (cto), there was no resistance or friction while inserting the balloon through the rotating hemostatic valve or guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not in an acute bend, and the balloon catheter did not kink. A 50/50 contrast to saline ratio was used. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82302078 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The calcification and tortuosity reported may have contributed to the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 6mm 4cm .018 saber percutaneous transluminal angioplasty (pta) balloon ruptured during inflation. The product was removed intact from the patient. The procedure was completed using a new 6mm x 4cm .018 saber pta balloon. There was not reported injury to the patient. The product was stored properly according to the instructions for use (IFU) and there were no difficulties in removing it from the hoop, protective balloon cover, stylet, or any sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU and maintained negative pressure during prep. The intended procedure was for the superficial femoral artery (sfa), with the lesion being moderately calcified and the vessel showing little tortuosity. The device was not used for a chronic total occlusion (cto), there was no resistance or friction while inserting the balloon through the rotating hemostatic valve or guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not in an acute bend, and the balloon catheter did not kink. A 50/50 contrast to saline ratio was used. The device will not be returned for evaluation.